Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, aortography showed mild unspecified aortic regurgitation. No treatment was prescribed. No adverse patient effects were reported. Additional information was received that at the five-year post-operative follow-up appointment, an echocardiogram was performed and showed central regurgitation had increased to moderate. The patient was asymptomatic; therefore, no treatment was required. No adverse patient effects were reported. Additional information was received to report approximately six years following the valve implant procedure, the patient presented to the emergency department with complaint of increased shortness of breath. An echocardiogram was performed and revealed severe transvalvular regurgitation. The patient was admitted. Treatment included percutaneous coronary intervention and medication. Four days after presentation, the patient underwent a transcatheter aortic valve replacement, tav-in-tav, which resolved the regurgitation. The patient was discharged on the first post-operative day.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that an unspecified time following the initial transcatheter valve implant and prior to the valve revision, severe paravalvular leak (pvl) was identified.

Manufacturer narrative:
Updated/corrected data: b3, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.